Manufacturer narrative:
(B)(4). The sample was returned for evaluation and it was found that the device reported in the complaint was not a teleflex product; therefore, this complaint will be voided.

Event description:
Customer complaint alleges there was "found a crack at the connection part of device during use on a patient. Therefore, the filter was replaced by a new one." There was no health injury reported. Patient condition reported as "fine." This device was reported as used for 27 days.

Manufacturer narrative:
(B)(4). The investigation of the device involved this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges there was "found a crack at the connection part of device during use on a patient. Therefore, the filter was replaced by a new one." There was no health injury reported. Patient condition reported as "fine." This device was reported as used for 27 days.